Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported during a routine appointment, that this implantable cardioverter defibrillator (ICD) device has been exhibiting high, out of range shock impedance(170 ohms) for a few months. The physician noted, no noise, and no other out of range measurements. No noise was reproduced with postural maneuvers or pocket manipulation. The patient is scheduled to return for sync shock testing. The device remains implanted. No adverse patient effects were reported. Additional information was received that this patient was seen for a follow up appointment. In the clinic the physician performed a 1.1j and 41j shock testing. The shock impedance measurements are within normal range, 89 ohms at 1.1 j and 109 ohms at 41j. A technical service consultant reviewed the available device data and recommended closely monitoring the patient with latitude, and follow up in clinic appointments every three months. The device remains implanted. Besides sync shock testing, no additional adverse patient effects were reported.